Event description:
It was reported that a patient's blood glucose levels (bg) reached over 400 mg/dl, while wearing the pod between 24 and 36 hours, when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device was received deployed with cracks observed on the top housing. It could not be determined when or how these cracks occurred. The soft cannula was observed to be elongated and measured out of specification. It could not be determined when or how this damage occurred. While testing the fluid path, a tear was observed in the external portion of the soft cannula. It could not be determined when or how this tear occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.